Event description:
It was reported that this pacemaker had apparently triggered lead safety switch (lss) due to high out of range impedances on a non boston scientific right atrial (ra) lead. Additionally, the device has been delivering inappropriate atrial tachy response (atr) due to myopotential oversensing. The field representative planned to reprogrammed the device to prevent surgery. The device was reprogrammed and the patient will be in continue monitoring. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker had apparently triggered lead safety switch (lss) due to high out of range impedances on a non boston scientific right atrial (ra) lead. Additionally, the device has been delivering inappropriate atrial tachy response (atr) due to myopotential oversensing. The field representative planned to reprogrammed the device to prevent surgery. The device was reprogrammed and the patient will be in continue monitoring. This pacemaker system remains in service. No adverse patient effects were reported.